Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridges were filled with 300 units of insulin. Additionally, the cartridges were being filled with cold insulin. However, the contact was unable to provide any further information regarding the reported issue. There was no reported impact to the customer's blood glucose level.